Event description:
A surgeon reports that a pt developed endophthalmitis following intraocular lens (iol) implant surgery. The pt was referred to and seen by a retinal specialist. An intravitreal tap was performed and was positive for gram-positive cocci. The pt was treated with intravitreal antibiotics and steroids. Additional info has been requested.